Manufacturer narrative:
Company representative evaluated the unit and could not duplicate the problem. Preventative maintenance was performed and customer was instructed to change the unit's water traps and adjust manual setting routinely.

Event description:
Customer reported an issue with the gas module iii, which may have affected co2 monitoring. No pt injury was reported.